Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that they received insulin flow blocked alarm. The customer's blood glucose was 237mg/dl at the time of incident. It was reported that there was an infusion flow blocked during use of the reservoir. There was no indication of whether or not the reservoir will be returned for analysis.